Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 50 mg/ml dilaudid a t a dose of 9 mg/day via an implantable pump for spinal pain. It was reported that the patient had increased pain. The healthcare provider (hcp) described an increase in the amounts of scarring during the procedure in regards to the environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed included a dye study where the hcp was unable to aspirate from the catheter access port (cap) and the procedure was discontinued. The interventions/actions included a catheter replacement on (B)(6) 2017. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient's weight and medical history were asked, but unknown. The event date was stated as (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the catheter was kinked and the pump was not working because it had a lot of scar tissue. The healthcare provider (hcp) had to replace the catheter. He said it was like a brick trying to get the catheter out because of the scar tissue. The patient was given oral medication when this occurred because before the catheter was replaced, it was not allowing the medication to come out. They had also tried higher dose and concentration because she did not know the pump was not working. There were no further complications reported at this time.